Event description:
It was reported to medtronic minimed that the customer reported pump error 82 (the hrm task did not grant motor power in reasonable time) occurred twice and also reported low reservoir alert and scratches on the display window cover. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error and customer was able to clear the alarm and pump rewind and also passed displacement and self test. Troubleshooting was performed for damage and the pump was performing as designed no harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0869 inches. No pump error 82 alarm noted during testing. Low reservoir alarm was set to 20 units, and it alarmed at 17.6 units and functioned properly. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thump for history files and trace files. Pump error 82 alarm was found in the traces on 08/05/2025 10:32:57.000 and 09/02/2025 08:29:53.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. In addition, the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found moisture damage on motor. The following were noted during visual inspection: scratched case. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted. Low reservoir anomaly is not confirmed. Pump error 82 alarm was confirmed in the pump history due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf (B)(4) and esf (B)(4). Exposed to moisture damage confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.